Event description:
A supplemental report is being submitted due to completion of the investigation on 24-oct-2024.

Manufacturer narrative:
Device evaluation the evo-fc-10-11-6-b device of lot number c2185295 involved in this complaint was returned for evaluation, with its opened original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 02 october 2024. On evaluation of the device, the following was observed: visual inspection: ¿ red safety tab not returned, ¿ directional button in neutral position ¿ red marker returned on 08th dimple (before ponr). ¿ safety wire returned in place. ¿ stent partially deployed on return (approx. 13mm from crown of stent). ¿ outer catheter kinked approx. 44.4cm and 135.5cm from white tip. ¿ inner catheter kink + outer catheter break approx. 129.6cm from white tip. Functional inspection: ¿ handle actuating as expected for deployment and recapture. ¿ safety unable to be removed due to inner catheter kink. ¿ stent unable to be deployed due to inner catheter kink. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: ¿with elevator open, advance device until endoscopically visualized exiting duodenoscope¿. "Under fluoroscopic guidance, with elevator open, continue to advance the device in short increments until the stent is fluoroscopically visualized through the stricture." There is evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause was established. The user has not complied with the requirements of the IFU/label. From the additional questions, it is known that the elevator on the endoscope was in a closed position during attempted deployment. It is likely that the elevator being in a closed position would have caused the catheter to kink, continued attempts to deploy may have led to a build up of pressure at the kink resulting in the break in the catheter, subsequently the stent could not be deployed. Use error complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Confirmed quantity of 01 x used device. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
During an endoscopic procedure, placement of the guide wire prosthesis, in the common bile duct impossibility of extending the prosthesis: the pressure on the controller was hard and ended up "giving up". Consequences: removal of the device, installation of another prosthesis. The staff was unable to release the stent: the pressure on the lever was hard and eventually "gave way". Clinical consequences: removal of the device, insertion of another stent. "As per cc form: the nurse felt an important pressure on the trigger, and it was impossible for her to squeeze the trigger and deploy the stent". A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. 1. At what stage of the procedure did the complaint occur? During stent placement, 2. What endoscope type and channel size was used? Duodénoscope pentax ed34i10t2 - channel size 4.2. 3. What was the position of the elevator? Closed. 4. Details of the wire guide used (diameter, type, make)? Jagwire 035 - 450cm. 5. Was the zip port facing upwards and slightly curved when backloading the wire guide? N/a. 6. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? No. 7. Please advise the anatomical location of the intended target site : biliary duct 8. How long was the stent in the patient by the time this complaint occurred? 0cm 9. For devices where the IFU states for longer term patency has not been established, was periodic evaluation completed? N/a. 10. If yes, how often was this completed? 11. Did the patient require any additional procedures as a result of this event? No 12. What intervention (if any) was required? N/a. 13. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a. 14. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink) : no. 15. If yes, please specify what was observed and where on the device it was observed. Stricture information: 1. What was the length and diameter of the stricture? Nc. 2. Where was the stricture located in the body? Biliary duct. 3. Was there resistance felt passing wire guide through stricture? No. 4. Was there resistance felt passing the evolution through stricture? No. 5. Was the stricture dilated before stent placement? No. Questions related to during insertion into patient. 1. Was the product inspected for kinks or damage before use? Yes. 2. Was resistance felt during insertion into patient? No. 3. If yes, at what point? Questions related to during stent placement. 1. Did the product fail during stent deployment or recapture? Deployment, 2. If other, please specify. 3. Was the directional button pressed during use? No. 4. Was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? No. 5. Was the yellow marker kept in view during deployment? N/a. 6. Are images of the device or procedure available? No.